Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy/ change in symptoms. She had occasional wetting, especially while sleeping. It began occurring after being sick and spending a lot of time in bed (unrelated to implant and has since resolved). The patient also mentioned that when she turned over in bed the ins felt like it was on the edge and then flattened out after turning further. This was considered an ins position issue. There was no trauma or falls related to this issue. She also had painful stimulation in november 2015. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.